Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6). Investigation results: device analysis findings: the 32 x 2.25mm promus premier ous mr drug-eluting stent was returned for analysis. A visual and tactile examination of the stent was found damaged. A visual and tactile examination hypotube found no issues and no issues were identified along the entire shaft polymer extrusion. A microscopic examination of the stent damage noted that the stent was pulled distally over the distal tip. The proximal section of the stent is situated in the mid-section of the balloon as a result and stent struts are lifted. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands identified no damage and no issues found on the distal tip. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition as it is most likely that anatomical factors (the lesion was 85% stenosed and there was moderate calcification and moderate tortuosity) were met which resulted in the reported event of difficulties crossing the lesion. It is not possible to test the device for navigation through patient anatomy, the complaint event cannot be recreated, therefore cannot be confirmed. This code was selected as the most probable complaint cause based on the information available.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 32 x 2.25 promus premier drug-eluting stent was used for treatment. However, the physician had difficulty crossing the lesion. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. However, returned device analysis revealed stent damage and stent shifted.